Event description:
I had essure implanted in 2008 and was never told the truth about it and it cause all kinds of side effects, hair loss, teeth issues, join pain, swelling, breathing issues, skin issues, hip pain, brain fog.